Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. No service history review can be performed as part # 391.962 with lot # t110982 is a lot/batch controlled item. The release to warehouse date of this item is dec 10, 2014. The service history review is unconfirmed. Device history records review was completed for part # 391.962, lot # t110982. Manufacturing location: (B)(4), manufacturing date: dec 08, 2014. The final inspection was reviewed and all parts were found to be conforming on dec 08, 2014. The inspections confirm that the carbide inserts were attached to the instrument before dispatch. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the routine inspection of the set, it was noticed that bending/cutting pliers will no longer cut a plate. It was noted that the carbide inserts were missing. No procedure or patient involvement was reported. This report is for one (1) bending/cutting pliers. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the carbide inserts were missing. The repair technician reported the pliers were binding, and both of the cutting inserts were missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Pictures of the complaint condition were forwarded to customer quality where the complaint condition was able to be confirmed as both carbide cutting inserts were found to be missing. No definitive root cause was able to be determined as method of use at the time of failure is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The bending/cutting pliers (391.962) are a common trauma instrument and noted in multiple system technique guides including: 3.5mm va lcp medial column fusion plating, 2.7 va locking calcaneal plating, and 1.5mm lcp modular mini fragment. In each system the device it utilized to cut and/or contour a plate to the patient¿s anatomy. Relevant drawings for the returned device were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. Manufacturing review and maintenance review were initially reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history evaluation/review was performed. The investigation of the complaint articles has shown that: the customer reported the carbide inserts were missing. The repair technician reported the pliers were binding, and both of the cutting inserts were missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Part 1 of 1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.